Event description:
It was reported the lead was capped and replaced due to oversensing, impedance > 3000 ohms, and r wave of 1.1mv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal segment returned and analyzed.